Event description:
Product analysis (pa) was approved for the returned lead. The report of a lead fracture was confirmed by the pa lab. Two portions of the lead assembly were returned; the tie downs were not returned. Visual analysis identified that the ring coil was found to be broken near the end of the outer tubing. The ring coil break end was dark and pitted. Due to the condition of the coil, the fracture mechanism could not be ascertained. The ring coil break mate end was also dark and pitted and showed signs of a stress induced fracture. Other than the abraded openings and coil break, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other discontinuities were identified on the returned portion of the lead. Note that since a portion of the lead assembly (body) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Generator product analysis was also approved. Programmed parameters gave expected diagnostics with intensified follow up indicator (ifi) = no observed. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
New information was received that the patient had a lead revision due the lead discontinuity. The products were received for device evaluation. Lead information was also identified. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a high impedance was observed for the patient. The patient was referred for x-rays to further investigate the event. Follow up was made for lead information and it was reported that the lead was implanted in 2008; however, the patient transferred hospitals therefore full lead product information cannot be obtained. Ap chest x-rays were received for review. The generator was placed normally in the upper left chest. The feedthrough wires of the generator were intact. The connector pin appears to be fully inserted. As no clear image of the lead is provided, a proper assessment on the lead cannot be made. Based on the images provided, no conclusion can be drawn on the cause of the patient¿s high impedance. Please note any fracture or microfractures on the lead cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.